Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by the presence of blood and fibrin in the effluent. The patient visited the hospital and was released the same day for the peritonitis event. The cause of peritonitis was unknown. On the same day, the patient began treated with vancomycin (route, dose, frequency, and duration not reported) for peritonitis. The next day, the presence of blood and fibrin in the effluent was resolved. At the time of this report, the patient was recovering from the peritonitis event and peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.